Manufacturer narrative:
A siemens healthcare diagnostics inc. Fse (field service engineer) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse determined that the discordant ft4 results were due to a malfunctioning 2-way valve (involved in wash delivery) and the luminometer. The fse replaced the 2-way valve and the luminometer. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
Discordant ft4 results were obtained with patient samples on an advia centaur xp analyzer. The laboratory noticed that patients' ft4 results seemed too low and did not match their tsh results. The laboratory retested the same samples on their other advia centaur analyzer, and the repeat ft4 results were acceptable. There were no known reports of patient treatment being altered or prescribed. There were no known reports of adverse health consequences due to the discordant ft4 results.